Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, for one patient. The initial result was 5.85ng/ml and 0.28ng/ml upon repeat. The sample was tested on a different instrument and results obtained were: 0.16 and 0.14ng/ml. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in 13x75mm plastic bd tubes with gel separator. The specimens are centrifuged at 3,700 rpm for seven minutes. Per customer, the sample was run from the primary container. The sample was sent to customer product line support (cpls) for interferents testing. No interference was found. Cpls also ran a 9 replicate precision test on this sample and results were either 0.02 or 0.03ng/ml. A field service engineer (fse) was dispatched: a) the fse checked and verified all pipettor alignments. B) the fse changed the duckbill and aspirate probes. C) the fse performed a carryover and a diagnostic test, and an accu tni precision test; all results were within specifications. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.